Manufacturer narrative:
Upon investigation, it was noted that the device was half deployed and there was a kink in the control wire. The yoke, which was still attached to the control wire, was then actuated and deployed as per design. The clip assembly was returned with the tabs fully open and the prongs were missing. As evident by the kink in the control wire, the end-user may have exceeded the design limits of the device during use. Per the directions for use (dfu) product description section, the resolution clip is indicated for use in the colonoscope and gastroscope. It is not indicated for use in a duodenoscope. This investigation will be assigned the most probable root cause classification of user/use error. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, when the clip was about to be out of the duodenoscope, it was found that the joint part of the clip was unstable; the clip was about to drop off. The clip did fall off into the patient; the physician expected it to pass through without problem. The procedure was able to be completed with another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. This type of defect is not considered a reportable event. On (B)(4) 2010, the evaluation of the device found that the clip was broken, as the clip assembly was returned with the tabs fully open and the prongs were missing. This type of defect is considered a reportable event.